Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar on the vasoview 7 xb evh system was not delivering energy. They switched the cord, but the unit would still not power up. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. Internal file number - (B)(4).